Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Event description:
Approximately eleven months post heartware lvad implantation, the patient reported that his controller changed power ports before a battery discharged (25%). The controller and batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary log file analysis indicates a vad stop and controller power up on date of reported event.

Manufacturer narrative:
Five batteries and a controller were returned to heartware for visual and functional examination. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller log files confirmed a critical battery alarm as described by the patient and potential switching events. Log files analysis confirmed a vad stop on the day of the reported event date. The controller passed visual and functional examination. It has been demonstrated that this issue is most likely related to a faulty internal cell pair or a communication issue between the controller and the connected battery currently being investigated. Additionally, thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. However, two of the five batteries, (B)(4), failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.